Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a button alarm; cause was unknown. Additionally, the customer reported a malfunction alarm occurring. There was no reported impact to customer¿s blood glucose level. Tandem technical support made multiple attempts to follow up with the customer and complete troubleshooting; however, a response was not received.